Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male (B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: impact of magnetic resonance imaging on functional integrity of non-conditional cardiovascular implantable electronic devices. Pacing and clinical electrophysiology. 2021. 44:1312¿1319. Doi: 10.1111/pace.14298. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding magnetic resonance imaging (MRI) in non-conditional cardiovascular implantable electronic devices. The article reports patients with right ventricular (rv) leads which exhibited a decrease in pacing impedance post MRI. The status/disposition of the leads appears to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.